Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Update (con) [related events: (B)(4)-sever pain, pancreatitis, "hospit"; (B)(4)-pump file; (B)(4)-leg/foot numb, reset getting relief, (B)(4)-difficulty placing lead due to back damage]: information was received from consumer about a patient with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). The patient stated that after it was implanted the ins slipped out of place so their healthcare provider had to go back in to revise it. It was reported that this occurred after about a month ((B)(6) 2007). No symptoms were reported. No further complications were reported/anticipated.